Manufacturer narrative:
B3 date of event was estimated based on aware date as the date of the event was not reported.

Event description:
It was reported that device issues occurred resulting in patient complications. A 3.50 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, during the procedure, the balloon deflation was unusually slow, resulting in significant ischemia due to left main obstruction. Despite using a 70/30 contrast dilution, the balloon not only deflated too slowly but also inconsistently disengaged from the struts of the stent. The procedure was completed but the patient experienced a cardiac arrest. No further information was provided.